Manufacturer narrative:
The device was explanted and nevro is awaiting for the return of the device. However, the manufacturing records were reviewed and no device related nonconformities were found. There were no other reports of similar events from this lot. Based on the review of complaint data and records, the reported issue appears to be related to the surgical procedure and not device related.

Event description:
It was reported to nevro that a patient had experienced a myocardial infarction (mi) following an explant procedure. The explant was performed at the request of the patient. The reported mi was thought to be related to the anesthetic. The follow up report indicated that the direct cause of the mi is unknown. The event occurred during the recovery period following explant procedure. The patient was taken into the cath lab and a stent was inserted. The patient has recovered without sequelae.

Manufacturer narrative:
The device was not returned for analysis. The therapy diagnostic data was reviewed and there was no indication of device issue. The manufacturing records were also reviewed and no nonconformities were found. The report also indicated that the myocardial infarction was related to anesthetic and was not device related. Device was not available for return.